Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the long bipolar grasper instrument expired prematurely. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate, nor confirmed the customer reported complaint of "expired prematurely". A review of the remote fe log confirmed that the instrument has 0 lives remaining. It has not expired prematurely. Failure analysis also found additional findings that are not related to the reported complaint and not reported by the site: the instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. The instrument was also found to have indentations on the bipolar yaw pulley at the distal end. A piece, approximately 0.043" x 0.078" in size, was taken off from the yaw pulley, but was still attached and returned with the instrument.